Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentis informed 2 different lot numbers. Therefore, the lot number was not considered.

Event description:
The clinician reported less than 1 month after the dental implant was placed in ada site 4, the implant had not achieved osseointegration. Clinician determined a shorter implant was required. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than 1 month after the dental implant was placed in ada site 4, the implant had not achieved osseointegration. Clinician determined a shorter implant was required. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.